Manufacturer narrative:
(B)(4). Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Unit properly connected to the guardian link 3 and green test plug. No communication anomaly noted. Unit calibrated with sensor and test plug. No calibration anomaly noted. No calibration not accepted alerts noted. However, pump error 63 alarm (variable 3) confirmed in the pump history due to broken pin 1 trace (vdd) on u1 keypad assembly.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer was able to clear the alarm. Customer was able to complete pump rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.